Event description:
It has been reported to the MFR by the user facility, the catheter came apart where the top piece of the thumb control and sleeve connect, and went down into the pediatric patient endotracheal tube causing obstruction. There was no report of injury or adverse consequences as a result of this product problem. Kimberly-clark has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database.

Manufacturer narrative:
The mfg facility received the returned device, which arrived with the catheter portion separated from the suction valve. However, without a lot number, the device history record could not be reviewed. Investigation is in process. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for additional investigations.